Event description:
It was reported before using bd vacutainer® 9nc 0.129m plus blood collection tubes that a hair was found in the tube. The following information was provided by the initial reporter: the customer reported that hair was found into the tube.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-07-26. H.6. Investigation summary: bd received 1 sample and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter (hair) was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter (hair) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter (hair). Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported before using bd vacutainer® 9nc 0.129m plus blood collection tubes that a hair was found in the tube. The following information was provided by the initial reporter: the customer reported that hair was found into the tube.